Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to the heartmate mobile power unit (mpu) was not confirmed. The mpu was returned for analysis, and a log file was downloaded from the returned system controller. The downloaded log file spanned approximately 2 days ((B)(6) 2020per time stamp). There were no low voltage alarms active in the log file, and data from the reported event date had been overwritten with newer data. There were no notable alarms active in the log file. The heartmate mpu was returned to the abbott service depot and serviced on (B)(6)2020. The mpu was attached to a mock loop and allowed to run for several days without issue. The reported event of low voltages while on mpu power was not reproduced. Full functional testing was performed and the unit passed all tests. The mpu was returned to the customer¿s site. A root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications prior to being ordered on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous mpu repair reported under manufacturer report number 2916596-2020-02812. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had low voltage twice while on the mpu (mobile power unit). It was stated that the black power lead light was on and the red battery and screen stated low voltage. Patient placed on batteries on own and the alarm resolved. The patient was instructed to remain on battery power and report to clinic for a new mpu. The patient had mpu repaired earlier this year. The logfiles were downloaded and only showed data from the last 2.5 days while on battery power and the low flow voltage were not captured. The patient was provided with a new mpu. The patient reported having had two more "connect to power" alarms, along with a couple low voltage advisory alarms. Patient had changed mpu a couple of times, but the alarm continued. It was reported that there was a chronic bend in the white cable from the controller therefore there may be a break or short in a wire. It was originally believed that the low voltage alarms may be due to the mpu, however it may have been caused by the controller. The patient was sent a new controller and the controller was exchanged. Manufacturer report number of controller: 2916596-2020-06456